Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received nearly two years after the initial observations that the red alerts were still being generated for this system. A revision procedure was performed and the rv lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high shock impedances of greater than 125 ohms. Boston scientific technical services (ts) recommended checking the shock impedances in all shocking vectors, and performing pocket manipulations and sample impedances. They noted the the best test for the system was to perform a 1.1 joule synchronized shock and a maximum energy synchronized shock. No adverse patient effects were reported.